Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vh-3000 c-ring broke in half inside the pt's leg. A small incision was made to retrieve the piece. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product is returning.

Manufacturer narrative:
Investigation: maquet cardiovascular received the device on march 31, 2010. Visual inspection revealed that half of the c-ring and the entire scope washing tubing were detached. The scope wash tubing angle was present. Based upon the received condition of the device, the reported failure "c-ring detached" is confirmed. A lot history record review was performed and there was no nonconformance for the reported lot. (B) (4).